Manufacturer narrative:
The axium pushwire was returned for evaluation without the implant coil as it was found to be detached and missing. The tack weld replacement (twr) crimp and the pushwire distal to the break indicator at the manual detachment location (via hypotube) were found to be intact. Under the microscope, the coil shield was found to be stretched. The cause for the premature detachment and for the stretched coil shield could not be determined with the information provided. All of the parts of the pusher which could affect detachment were found to be within specification. All coils are 100% inspected for damages and irregularities during manufacture. The lot history record review of the reported lot number showed no discrepancies that may have contributed to the reported experience. (B)(4).

Event description:
Medtronic (covidien) received information regarding an incident with a manufactured device. Treatment of an arterial aneurysm. During the pre-testing, it was reported the implant coil was found detached. As the coil was withdrawn into the protective sheath, the implant coil was found broken. The device was not used in the patient. The physician used other coils to finish the procedure. No patient injury reported as a result of the procedure.

Manufacturer narrative:
The axium coil has not been returned for evaluation; therefore, the event cause could not be determined. Requests were made for the return of the device, but no correspondence has been received regarding the device. The lot history record review of the reported lot number showed no discrepancies that may have contributed to the reported experience. (B)(4).